Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 165 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had cracks on the reservoir tube lip, cracks on the battery tube threads, cracks at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.